Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning a patient with an implantable neurostimulator (ins) for unknown indication. It was reported that the patient¿s ins was ¿hurting her a lot¿ and had been gradually getting worse. There were no trauma/falls reported that could be related to the issue. The patient had been in the hospital due to a ¿really bad kidney infection.¿ it was not related to the patient¿s device or therapy. The patient did not have a programmer/controller. The patient was redirected to their healthcare provider. It was reviewed that the patient could choose to go the emergency room where they could treat her symptoms. No further complications were reported/anticipated.